Event description:
It was reported that the customer's sensor readings were off, causing his insulin pump to threshold suspend at times. Customer's blood glucose was 359 mg/dl when he received a sensor reading of 93 mg/dl. Sensor insertion and calibration techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.